Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump continued to emit audible tones and vibrations after the battery was changed with a new battery inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: during investigation, the vibration and the audible sound features functioned properly. There was no defect found during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.